Manufacturer narrative:
The user was not able to replicate the issue back at their station and the autopulse platform (sn (B)(4)) was placed back into service. Therefore, the autopulse platform in complaint will not be returned for investigation. A physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
During patient use, the autopulse platform stopped compression. The platform turned off and on twice before arriving to the hospital. No known impact or patient consequence was reported.